Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support after becoming hypoxic and hypotensive during a right heart catheterization. The patient arrived at the hospital via emergency medical services with severe chest pain. The patient had a stent placed in the left anterior descending (lad) coronary artery on (B)(6) 2025 prior to hospitalization. The patient was brought to the cardiac catheterization laboratory for right heart catheterization, during which the patient became hypoxic and hypotensive. The patient was intubated and an impella cp was placed. The impella cp was prepped, inserted via the right femoral artery, and support was initiated without complications. A percutaneous coronary intervention was performed to the patient¿s lad after discovering an in-stent thrombosis. Following the procedure, the patient was transferred to the intensive care unit. During support day one, the patient experienced runs of ventricular tachycardia. The patient received two grams of calcium and two ampules of bicarbonate. A point of care ultrasound was performed at the bedside and revealed the impella to be close to the mitral valve. Blood was drawn for laboratory testing and the medical team planned on escalating the patient to an impella 5.5 based on the results. The medical team decided to escalate the patient to an impella 5.5. The patient was brought to the operating room where the impella cp was explanted, and the impella 5.5 was successfully implanted without complications. The patient remained on impella 5.5 support as a bridge to heart transplant or durable left ventricular assist device. Additional information regarding impella 5.5, any complications, device explant, and patient outcome following impella 5.5 support is unknown as outcome information was not available in the complaint record accessible for report assessment at time of reporting.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the tachycardia the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.